Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230108194); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, unruptured intracranial aneurysm at the posterior communicating segment, with a max diameter of 12 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with 8.5 mm diameter. The landing zone was 3.1 mm distally and 4.5 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was within the normal range. It was reported that he operator planned treatment using a flow-diverting stent combined with coils. Due to severe vessel tortuosit y, the operator first positioned an 8f guding at the ostium of the internal carotid artery, advanced a 6f navien to the posterior ascending segment of the cavernous sinus, then placed the embolization microcatheter echelon into the aneurysm sac, and positioned the phenom27 in the m3 segment of the middle cerebral artery. After adequate hydration of the stent, it was delivered into the phenom27. Resistance was encountered during advancement within the phenom27 at distal section. The tip end of the stent was eventually delivered to the straight segment of m1. The microcatheter was retracted to expose approximately 8 mm of the tip end of the stent; however, the tip end did not fully open. After waiting 30 seconds, it still did not fully open. The operator retrieved the stent and redeployed it, but the tip end still failed to open. The system was then withdrawn to the internal carotid artery, positioning the tip end of the stent at the terminal internal carotid artery, and deployment was attempted by pushing the stent. Significant resistance was encountered during advancement, and when approximately half deployed, the stent could no longer be advanced. In addition, twisting and deformation of the stent were observed. The operator therefore retrieved the stent and withdrew it from the body, and severe damage to the stent was observed. A new stent and microcatheter were then used instead, and the procedure was successfully completed. The angiographic result post procedure showed a blood flow was patent. The pipeline was used for an indication that is approved (on -label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.